Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, email and fax. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) with a haptic that stood straight up. The lens was inserted and removed during the initial procedure. There was no report of patient harm. Additional information was provided by the ophthalmic surgeon, who reported that the device did not cause a serious patient injury. The iol was removed and replaced during the procedure resulting in mild corneal edema. There was no surgical intervention required. The surgeon reported the use of two different cartridges. The surgeon tried one cartridge first. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution is dried on the lens. Haptic and optic damage were observed. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of two unqualified cartridges with an unspecified handpiece. The customer indicated the use of an unqualified viscoelastic. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause is most likely related a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The use of unqualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is not approved for the lens/cartridge combination used. Due to varying material properties, the use of unqualified viscoelastic may result in lens delivery difficulties or product damage. (B)(4).